Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 14, 2020 that a flexiva 200 laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser settings were 0.3 millijoules and 30 hertz. According to the complainant, during the procedure, the laser fiber was fired several times and stopped working. The laser fiber was removed from the scope and noted to be cracked under magnification. The blast shield was checked and noted to be fine. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.